Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported a top speaker malfunction in the patient window. There was no audio. The device is expected to be sent for bench repair. The device was not in use on a patient at the time of the event, there was no adverse event reported.

Event description:
The customer reported an mx40 telemetry device speaker malfunction. There was no audio. The device was not in use on a patient at the time of the event, there was no adverse event reported. The device was not returned for bench testing per customer. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Philips is unable to confirm the final disposition of the device because the customer did not send the device in for bench repair. The investigation concludes that no further action is required at this time.